Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain or discomfort at the lead site shortly after scs was implanted. It was also noted that the patient was also experiencing pain from the stimulation itself. The patient underwent a lead explant procedure. The physician believed that the discomfort was not device related. The patient was doing well postoperatively.